Manufacturer narrative:
Migration is a known and inherent risk of the nalu system. The patient reported good pain relief initially after implant and again reported good pain relief on (B)(6) 2023 after activating the new set of leads.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Patient subsequently reported loss of pain relief, which the physician attributed to suspected lead migration. A surgical procedure was performed on (B)(6) 2023 to place a new set of leads to better target the intended nerve, leaving the original leads in place.